Event description:
It was reported that the user received an ¿insulin set expired¿ alert after a recent supply change, and the agent determined the alert occurred because the cannula was not filled at the end of the change procedure. There were no reported adverse clinical effects. Outcomes included no need for medical attention and no hospitalization. Investigation included troubleshooting and user education on correct supply change steps, including proper cannula fill. Investigation of this case revealed user error related to incorrect supply change procedure, with the device alert functioning as designed and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.